Event description:
It was reported that the medication formed precipitate in an unspecified access set. The issue was described as, a ceftriaxone vial was attached to a baxter mini bag plus and the drug was reconstituted. The reconstituted bag was then spiked using the primary set. When the ceftriaxone bag was y sited with a baxter produced sodium chloride carrier fluid, precipitate formed almost immediately. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.